Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, prior to anesthesia and prior to ports placement, the force bipolar (fb) jaws were misaligned. The customer used a backup fb instrument to continue with the procedure. The fb instrument was not used on the patient. No fragment fell inside the patient. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument jaws were misaligned. The instrument jaws were not stuck in closed position.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and reported failure was confirmed. The instrument was found to have one bent grip, causing misalignment of the grips. There was a 0.015¿ offset at the tips. The grips did not show cracking damage. Components adjacent to this bent grip did not show damage.

Event description:
Refer to h10/h11 for follow-up information.